Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was admitted to the emergency room on (B)(6) 2020 for recurrent epistaxis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported epistaxis could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Bleeding is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.